Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the nosecone separated [pulled off] from the supera device during preparation of the device. The cath lab technician thought the nosecone to be the stylet and pulled it off. The device was not used. Another supera was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information as provided.